Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report originally filed as 1422160-2018-00003. (B)(4).

Event description:
As documented in a literature journal publicized on december 2009, there was one case of corneal erosion reported in relation to both the contact lens and the contact lens care product. Since the adverse event was noted from a literature report, additional information can not be obtained.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
For manufacturing site registration number 3006186389, corrected the manufacturing report number to 3006186389-2018-00033 from 1422160-2018-00003. The manufacturer internal reference number is: (B)(4).